Event description:
A cardiac resynchronization therapy w/defibrillator (crt-d), left ventricular pacing lead and defibrillation lead were returned to the manufacturer from the field representative that the products are from a hospital. No further information was provided. Further review of the manufacturer's database indicated the patient died approximately eight months post the products' implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A cause of death will not be received. Evaluation summary: (B)(4)-the device was returned to the manufacturer and analyzed. No anomalies were found. Reduced analysis performed. (B)(4)-the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. A visual analysis was performed only. (B)(4)-the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. All conductors had blood/body fluid (not obstructed). A visual analysis was performed only.